Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection revealed no anomalies. The actual device was rinsed and dried. Bovine blood of which conditions had been arranged to those during the actual use (flow rate: @200 - 300ml/min. And hb:7.0g/dl) was circulated in the actual device. The reported complaint was not confirmed. After the above test, while bovine blood was being circulated in the actual device, the actual sample was tested for the ultrafiltration performance and the pressure drop in accordance with the factory's shipping inspection procedure. The results were confirmed to meet manufacturer specifications. No anomalies were noted. Functional testing was conducted. Hemolyzed blood was let to flow into the actual sample at the flow rate of 300ml/min. Hemolyzed blood plasma was noted to come out into the filtrate phase. However, the reported coming out of blood expressed as red paint dropped into water was not duplicated. A review of the device history record from the reported product code/lot number combination was conducted with no findings. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. During the investigation, the actual device revealed no anomaly. During the reproductive test, hemolyzed blood plasma was noted to be coming out into the filtrate phase. The reported phenomenon, however, was not duplicated. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a leak on the involved capiox device. The actual sample was clear-primed before use. The blood flow rate as around 200 -300 l/min. Hb was around 7g/dl. Immediately after starting to use the actual sample, blood came out into the filtrate around the blood outlet port like red paint dropped in water. It was reported that the patient was not harmed.